Event description:
The account alleged that the bed has no functions and head is in the raised position. No patient impact.

Manufacturer narrative:
The account reconnected the patient hand pendant to resolve the issue.